Manufacturer narrative:
The insulin pump was received with a blank display due to damaged and displaced battery tube. Unable to perform the displacement test due to blank display.

Event description:
Customer reported via phone call that the battery slot and cap had crack. The customer's blood glucose level was 118 mg/dl at the time of incident. Customer stated that the reservoir lip ring was not damaged. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.